Event description:
The device has been explanted.

Event description:
Patient reported "seems like it's drained" this record is for the right side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation.

Event description:
Patient reported, "seems like it's drained". This record is for the right side. Health provider, later reported, "ruptured". Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, one opening assessed, as unidentified (tear) opening (shell thickness within specification). No additional observations are performed.